Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had some tortuous anatomy. During the procedure there was some resistance while inserting the delivery system into the patient anatomy. The valve was re-sheathed more than two times. It was noted that there was a gap between the nosecone and valve capsule of the delivery system. Excess force was required to turn the re-sheath wheel to re-sheath the valve. Eventually the gap was able to be closed and the valve was implanted. After removal of the delivery system a vascular dissection was observed. The dissection was surgically repaired through an artificial graft replacement and stent placement. The patient status was stable. The cause of the dissection was attributed to a gap between the nosecone and the valve capsule of the delivery system.

Manufacturer narrative:
An event of insertion difficulties into patient, retraction problem, and dissection of the right subclavian artery was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on all available information, a cause for the reported insertion difficulty is likely related to patient anatomy. The cause of the reported retraction problem could not be conclusively determined. The cause of the reported dissection of the subclavian artery could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the dissection was surgically repaired. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU), ¿implantation precautions: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance.¿

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had some tortuous anatomy. During the procedure there was some resistance while inserting the delivery system into the patient anatomy, the valve was re-sheathed more than two times. It was noted that there was a gap between the nosecone and valve capsule of the delivery system. Excess force was required to turn the re-sheath wheel to re-sheath the valve. Eventually the gap was able to be closed and the valve was implanted. After removal of the delivery system a vascular dissection was observed in the right subclavian artery. The dissection was surgically repaired through an artificial graft replacement and stent placement. The patient status was stable. The cause of the dissection was attributed to a gap between the nosecone and the valve capsule of the delivery system.